Manufacturer narrative:
One opened 2.2 sb slit knife was received in a blade protector tray for the report of knife not cutting well. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edges. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. (B)(4).

Event description:
A customer reported that the knife did not cut well. Additional information has been requested.